Event description:
It was reported that the customer was removing the case from their pump. Subsequently, the cartridge was dislodged from the pump. The customer's blood glucose was 107 mg/dl. The customer loaded the cartridge back into the pump and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.